Event description:
The tray had a defect in the anterior portion of the weightbearing surface, and some in the notch, but appeared consistent with some compression. Concern that the tray may have been loose, causing the locking.